Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving heparine via an implantable pump for hepatic artery infusion therapy. It was reported that a volume discrepancy occurred. The hcp stated the programmer showed the pump should have 6 mls remaining and 12 mls were aspirated. The hcp indicated they would likely pursue catheter troubleshooting.